Manufacturer narrative:
(B) (4). Customer sample received; however, evaluation not yet completed.

Event description:
The customer contacted a technical service representative (tsr) and reported draining 4046mls during the initial drain using the homechoice system. The incident was reviewed over the phone with the tsr, which revealed the home patient (hp) felt overfull before and during the initial drain. The hp drained 4046mls of fluid, which revealed the hp's symptoms. Review of the cycler's programming revealed the following: therapy=hi dose continuous cycling peritoneal dialysis (ccpd), total volume=12000ml, # of day fills=1, day fill volume=2000ml, night therapy time=9:00, night fill volume=2500ml, last fill volume=2000ml, dextrose=same night cycles=3, night dwell time -2:20, initial drain alarm=1500ml, comfort control=36, last manual drain = no. The tsr subsequently swapped the customer's device. The caller indicated the cycler would continue to be used for therapy until the arrival of the replacement device. There was no patient injury or medical intervention indicated at the time of the reported incident.